Manufacturer narrative:
Concomitant medical products: product ID: a810, serial# unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 15000mcg/ml fentanyl at 4976mcg/day and 24mg/ml bupivacaine at 7.961mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2019 the hcp increased the concentration of fentanyl in the reservoir from 15000mcg/ml to 25000mcg/ml, but forgot to make the change in the clinician programmer. The patient was back for a refill and the hcp realized their mistake. No symptoms were reported. No further complications were reported.